Event description:
The customer stated that the unit would not accept a 10cc syringe. During in-house testing the unit accepted a 10cc syringe as a 5cc syringe and would program as such. There was no pt injury or treatment associated with this event.